Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the package, it was confirmed that there was no water in the syringe of the kit.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified that there was no water inside the syringe. No crack or defect was observed on the barrel and plunger. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2.accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves"

Event description:
It was reported that upon opening the package, it was confirmed that there was no water in the syringe of the kit.